Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6), male patient who was receiving an unknown drug via an implantable pump for an unknown indication. On an unknown date, the patient experienced an infection. The consumer stated the "devices was not sterile" and the implanting physician "almost killed him." The complete system was removed as a result. The patient was very upset. Additional information has been requested regarding drug information, indication for use, and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.